Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "proximal part of the iabp balloon get kinked while pushing and it was not inflated in proximal end". Additional information states that to continue therapy, the device was removed and replaced. The customer reported that the second catheter inserted was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "proximal part of the iabp balloon get kinked while pushing and it was not inflated in proximal end". Additional information states that to continue therapy, the device was removed and replaced. The customer reported that the second catheter inserted was inserted into a different insertion site. The patient's current condition is reported as "fine".